Event description:
It was reported that ¿the inside got bad because there was something clogging the tip¿. The patient was unsure what the clog was and when the event occurred; however, stated the event may have occurred in 2007. The patient¿s catheter was surgically replaced. No patient symptoms were reported. The device system delivered morphine and clonidine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported conflicting information. It was reported that the event occurred in 2011. A catheter dye study was done on (B)(6) 2011 with results reported as "normal." It was noted that surgery had not been done. The pump was still in at the time of report. The pain was being well controlled.

Manufacturer narrative:
(B)(4).